Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, the cuff was found deformed and bent. The customer reported that there is no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and a visual inspection was performed and it was observed all the components are assembled properly at the tube. The cuff does not present any deformation as well as no issue was observed at the time of inflation or deflation. Therefore, no failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Device history record was reviewed and no discrepancies related to the failure mode were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.